Event description:
It is reported by surgeon of the hospital, that there was a luxation. No revision planned. Additional information received on 03/09/2015. It is reported by our customer that no revision is necessary. Head were reduced and not explanted. For a better stability the length of the head was changed.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker hip. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.